Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc freestyle libre 2 sensor. Customer received an unspecified low reading on the sensor scan and drank juice. No symptoms were experienced, however customer was rushed to the hospital and a reading of 800 mg/dl was obtained on the hcp meter compared to a sensor reading of 50 mg/dl the results when plotted on a parkes error grid fell into the "out of range" zone showing the difference in values to be clinically significant. There was no report of death or permanent impairment associated with this event.